Event description:
Same patient as MDR ID# 2134265-2015-00564 and #2134265-2015-00694. It was reported that stent obstruction occurred. The target area was a malignant distal bile duct obstruction. A 07f 10 070 placehit¿ biliary wallstent¿ was placed and fully expanded. Two days later, control cholangiogram contrast flow to the duodenum was not seen. A second 07f 10 070 placehit¿ biliary wallstent¿ was placed and fully expanded. Biliary drainage was left through the stents. One week later, control cholangiogram images revealed the stents were still obstructed. A vtcb/8.3 flexima¿ drainage catheter was placed through the stents; however, the biliary catheter could not be removed. The biliary obstruction could not be palliated. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).